Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18415977/18415977.

Event description:
It was reported that the patient was struggling to keep the battery fully charged and was unable to get adequate coverage. The patient underwent a full spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted ipg and leads were discarded.